Event description:
After cross clamp application cardiac indices noted to be low and gradually falling with low pressures, two perfusionists present to triage situation pump head changed out first and did not resolve issue and ultimately failure determined to be related to failing oxygenator component of cardiopulmonary bypass machine, patient emergently cooled and then oxygenator exchanged with resolution of flow issues, serial abgs without acidosis and excellent urine output throughout the case, maps maintained > 65 during periods of low flow. Manufacturer response for disposable bypass circuit oxygenator, (brand not provided) (per site reporter). Unknown at this time, plan to send back to company rep.